Event description:
The contact stated that the customer was receiving blood glucose readings of 11.8, 7.7, and 5.3. It was verified the meter was set in mmol/l. The contact stated the customer did not adjust medication or experience any adverse events due to the mmol/l readings. The contact was able to reset the meter to mg/dl, and no product will be returned.